Manufacturer narrative:
The case was reviewed by stryker pv medical affairs, and it was determined that the information provided reasonably suggests that the stryker pv device likely contributed to the patient's need for a venous cutdown. The suspect device will not be returned to the manufacturer. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device instructions for use include the following warning: "contraindicated in patients with suspected tumor thrombus." The assigned root cause can be attributed to customer use error, as the device is contraindicated in patients with tumor thrombus.

Event description:
On (B)(6) 2026, a female patient with a uterine tumor with ivc invasion underwent a procedure using the clottriever system of devices in an attempt to remove the ivc tumor endovascularly. The tumor was found to be too solid, and the clottriever xl catheter broke. Venous cutdown was performed to remove the tumor and the clottriever catheter. The vein was repaired.